Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation for a distal left radius fracture. The guiding block was attached to the plate. After the cortex screw was inserted into the shaft, distal fixation was performed. The surgeon drilled with the drill bit, the guiding block, and the quick drill sleeve. When the surgeon removed the drill bit, there was the sound of metal scraping. It was confirmed that the tip of the drill bit was broken about 3 mm. Although the surgeon checked the distal radius with the image intensifier several times, no metal fragments were identified. The x-rays showed no metal fragments. Therefore, the surgeon determined that there were no metal fragments in the patient¿s body, and the surgery was completed successfully without any surgical delay. According to the surgeon, the drill bit was broken when the drill bit hit the quick drill sleeve. No further information is available. This report involves one 1.8mm drill bit with depth mark/qc/110mm . This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: part #: 402.880ts. Lot #: 492p458. Manufacturing site: jabil bettlach. Release to warehouse date: 24, november 2021. Expiry date: 01, november 2026. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Note: part #310.509 displayed under "task information" in the DHR review, does not match the part# from the DHR. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 1.8mm drill bit with depth mark/qc/110mm was found the tip broken. The broken fragment was not returned. Additionally the tip was found deformed. No other defect was found. After a visual inspection per procedure, it was determined that the reusable instrument device was found the tip deformed from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. A dimensional inspection for the 1.8mm drill bit with depth mark/qc/110mm was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 1.8mm drill bit with depth mark/qc/110mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. D4: lot # corrected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.